Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of a centrifugal pump drive (cpd) which suddenly stopped during usage. Reportedly, the incident occurred during repeated level sensor alarms triggered by the system. The event occurred during procedure. There was no patient injury.